Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Event description:
A surgery scheduler reported that following an intraocular lens (iol) implant procedure, the patient's outcome was more hyperopic than anticipated. Additional information was provided that following a cataract extraction with iol implant procedure, the patient's refraction was +0.25 and the surgeon had planned for plano. The iol was exchanged in a secondary procedure, for the same model iol with a 0.5d difference in power. There was no patient harm. The patient's issues have resolved and the prognosis is excellent. The patient is happy.